Event description:
It was reported that there were high impedances measured (specific value unknown) and that there was a broken wire on the lead component (believed to be on the #0-3 arm) of the patient¿s implantable neurostimulator (ins) system. In addition to impedance testing, additional diagnostics and troubleshooting performed included x-rays and reprogramming. The patient experienced less than 50% therapy relief to their back and leg as a result of the issue. The entire ins system was then replaced with no issue reported with the ins battery itself. The patient was reported as doing great after the replacement surgery and was getting full coverage for their pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb1916, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. (B)(4).